Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no defects and the sample met the leak test specification. An evaluation of a retention samples from three recent lots was conducted. There were no visual anomalies noted during visual inspection and all samples met the leak test specification. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the tr band deflated itself which resulted in the patient needing surgery; the patient went to the floor and seemed fine; the patient's arteriotomy started to bleed and the forearm became very tight, requiring surgical repair (fasciotomy); it was reported that the doctor took the tr band and put it in water and noticed there was a hole in one of the balloons; blood loss was reported to be major; and the patient is stable.